Event description:
International affiliate reported that the drain broke during explantation. A 1.5 cm incision was made and the retained fragment retrieved. The drain was initially fixed into place using suture on a cutting dtyle needle. The surgeon opines he damaged the deivce with the needle during device implantation.

Manufacturer narrative:
D4, h4 - the actual device associated with this event is not known. International affiliate reports the following possible products: lot 43770isp mfg date 12/14/2005 exp date: 02/28/2011 lot 43901isp mfg date: 01/17/2006 exp date: 03/01/2011 h-6 conclusion code 61: the attending surgeon reports fixing the device in place using a cutting needle and opines damaging the device during faxation process. The package insert states "the silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or even blunt instruments, as punctures, surface cuts nicks, crushing or other overstressing can lead to tearing or warping of the tubing ands to subesequent structural failure of the device and/ or fragment retention in the wound."